Manufacturer narrative:
It was reported by a patient that she was experiencing subjective visual disturbances ("halos/blurred/double vision at night or low-light") following icl implantation last year. According to the dcr, dated on (B)(6) 2014, the reported symptoms were caused by procedure related factor (pi`s created during implantation) and were not related to the device. No additional intervention was scheduled and the va was 20/16. Per dcr report, the issue should be resolved over time. It should be noted that dfu instructs physicians under warnings :"4. Two basal iridotomies must be performed 90° apart using a yag laser at least 2 weeks before implantation of the visian icl, with confirmation of the patency of the iridotomies prior to implantation." Based on the complaint history, work order search and the medical review, the reported symptoms were caused by procedure related factor (pi`s created during implantation) and were not related to the device. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported halos, blurred and double vision at night or low-light. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt weight: unk. Event date: unk. Implant date: na (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the ocular complication occurred on (B)(6) 2013. The event was caused by the p.I. Created during implantation and was not related to the icl. No medication or treatments were required and event is ongoing/should improve with time. A/r coating recommended if no improvement. The patients visual acuity post-op was 20/16.